Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bilateral breast reduction mammoplasty, while the doctor was using an insulated tip with settings of coagulation at 40 and cut at 20. Later, he noticed that the plastic insulated piece was missing from the device. He found the piece inside the patient, it was intact. The device fragment was not left in the patient. They examined another tip with the same lot number for integrity of the plastic piece. It appeared secure. They used another device to resolve the issue. There was no reported patient injury.

Manufacturer narrative:
Additional information: evaluation summary this report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that the blue heat shrink was damaged, allowing the ptfe insulator to disengage. The customer reported the component disengaged (into cavity) and the insulation was damaged. The reported conditions of component disengaging and insulation damage were confirmed, but component disengaging into the cavity could not be confirmed. Inspection found the blue insulation was scratched, and the device failed hipot testing at the damage site. The ptfe insulator could have disengaged and was returned with the electrode. The blue heat shrink insulation holds the ptfe in place and damage to the insulation can cause the clear insulation disengage. The damage to the electrode indicates the user mishandled the electrodes. The investigation identified the root cause of the reported event to be attributed to user handling damage. The instructions for use (IFU) states: the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.